Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value. The battery monitor was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Following the reported issue, a replacement battery charger was shipped to the medtronic representative. A medtronic representative went to the site to test the equipment. The representative then replaced the battery charger on (B)(4) 2017. The representative reported that following replacement of the battery charger, the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery charger has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, a charger board for the imaging system was not a charge to the x-ray batteries. No additional information was provided. There was no patient present when this issue was identified.